Manufacturer narrative:
The investigation of low pump flow has been completed. Visual inspection found a kink on can about 15 mm from of cage & can bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. The root cause of the low flow was most likely kinked cannula. The root cause of the product damage (cannula kink) issue was a kink due to patient anatomy (aortic arch) issue. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26380 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device and following the implant, a drop in flow rate occurred. Fluoroscopic imaging discovered a kink in the cannula proximal to the motor. Attempts to adjust the device were unsuccessful and the pump was ultimately replaced with another impella cp pump. Additional comments noted according to the physician, there was no resistance felt when inserting the device, and placement was not difficult. There was no patient harm as a result of the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.